Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the portion of the cable which inserts into the pump became broken. Blood glucose level was 150 mg/dl. Reportedly, the issue was resolved with an alternate cable.